Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately eight bursts of anti-tachycardia pacing (atp) and a shock due to atrial fibrillation in two separate episodes. Data was provided to technical services in order to inquire for reprograming options. A potential ablation procedure was discussed. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.